Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump had minor scratches on the lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reports to have received a button error alarm and was not able to clear. Customer also reports that buttons were not responding. Customer's blood glucose was 177 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.